Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the criteria for the right ventricular lead integrity alert were met, and there was undefined/infinite impedance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered for noise on the right ventricular (rv) lead channel. Therefore the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.